Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of recurrent peritonitis with hospitalization and subsequent transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique although it was not confirmed. Serratia is commonly found in the urinary, gastrointestinal, and respiratory tracts whereas pseudomonas is common to occur after a recent course of antibiotics for peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just completed a round of antibiotics for a peritonitis event and went to the hospital on (B)(6) 2025 due to unresolved abdominal pain and cloudy pd effluent. The patient had pd cultures obtained. The cultures were positive for pseudomonas (no species provided) and serratia marcescens. During the hospitalization, the patient¿s pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). No information pertaining to the patient¿s antibiotic regimen was available. The peritonitis event has been classified as recurrent, an episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism. The suspected cause of the peritonitis is a breach in aseptic technique, but that could not be confirmed. No further information was available.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just completed a round of antibiotics for a peritonitis event and went to the hospital on (B)(6) 2025 due to unresolved abdominal pain and cloudy pd effluent. The patient had pd cultures obtained. The cultures were positive for pseudomonas (no species provided) and serratia marcescens. During the hospitalization, the patient¿s pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). No information pertaining to the patient¿s antibiotic regimen was available. The peritonitis event has been classified as recurrent, an episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism. The suspected cause of the peritonitis is a breach in aseptic technique, but that could not be confirmed. No further information was available.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed signs of physical damage: touch screen misaligned. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.